Event description:
It was reported that the pusher wire broke off and was snared. The target lesion was located in the gastroduodenal artery. A 6mmx20cm interlock -35 was selected for use. During the procedure, the coil was fully deployed into the lesion through a 5fr non-bsc catheter. When the pusher wire was pulled out, the coil went back into the aorta together with a part of the pusher wire and the other part broke off inside the catheter. The catheter was removed with the majority of the pusher wire in it and the remaining part of the pusher wire plus part of the coil was noted hanging in the aorta. The device fragments were then retrieved using a snare. The procedure was completed with a non- bsc coil. No further complications were reported and patient is fine.